Manufacturer narrative:
Device evaluation: underweight, opening, stress marks, brown particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge and with stress marks nicks assessed as surgical impact opening on radius side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with stress marks assessed as surgical impact. Stress marks.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Device remains implanted.